Manufacturer narrative:
The pump was received with a protruded/loose drive support disk, minor scratched display window, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker. The pump was unable to prime during the prime test due to the protruded/loose drive support disk. Motor error alarm was noted during the basic occlusion test due to protruded/loose drive support disk.

Event description:
Customer reports to have received a compromised forced sensor alarm. Customer also reports to have previously received a motor error alarm, but was able to clear and continued using insulin pump. Customer states drive support cap was flushed. Customer's blood glucose was 401 mg/dl, which was treated with manual bolus. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).